Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing a difference between the blood glucose readings versus the sensor glucose readings. Customer stated that they had a low blood glucose reading and the insulin pump went into threshold suspend. Customer stated that the sensor might be slightly bent. Customer's most recent blood glucose reading was 112 mg/dl. No further information reported.